Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the gas gauge indicated one third battery life while the longevity was at less than a half of year. Boston scientific technical services (ts) was contacted and the pacemaker was re-interrogated with the same results. Ts suggested sending in the device's memory for review and to use the longevity remaining as the appropriate measurement for replacement. The field representative noted that the patient was referred to another physician for consideration of a replacement procedure. To date the device remains in service and no adverse patient effects were reported.